Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post marked clinical follow-up (pmcf) study cook became aware of this event. A 64-year-old female patient was treated for a fusiform taa (thoracic aortic aneurysm) with a zta-pt-42-38-173 (proximal) and zta-pt-38-34-167 (distal) (this complaint) implanted. Proximal and distal neck was reported as parallel with no tortuosity, calcification, or occlusive disease. Intended proximal seal zone was zone 3: first 2cm distal to left subclavian artery (lsa). Intended distal seal zone was zone 5: mid descending aorta to celiac. Length of proximal sealing zone was 30mm. Length of distal sealing zone was 5mm. Proximal neck diameter was max. 36mm, min. 35mm. Distal neck diameter was 32mm. Location of graft material of proximal edge of the zta-pt-42-38-173 was zone 3: first 2cm distal to lsa. Location of graft material of distal edge of the zta-pt-38-34-167 was above celiac. 1-month follow-up CT (computer tomography) revealed a type 1 endoleak. Based on the reported information 1-month follow-up was performed 3 days post-procedure. For this observational study, the window of time accepted for the 1-month follow-up is from 1 day post-procedure to 3 months post-procedure. No secondary intervention was performed. The patient underwent a staged procedure, thoracic aortic fenestration, 85 days post-procedure. The subtype of endoleak or information about which device this endoleak is related to was not provided. Review of the device history record gave no indication of the device being produced out of specification. Based on the received information regarding length of distal sealing zone of 5mm, it is assumed that the endoleak is a type 1b endoleak related to the zta-pt-38-34-167, which was implanted distally. According to the IFU (instructions for use), the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair, including nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm. Consequently, inadequate distal sealing zone of 5mm could contribute to the endoleak. No imaging was provided for investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref(B)(4) investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information from the casebook on 12jun2024: primary indication for thoracic endovascular aortic repair: thoracic aortic aneurysm (taa) date of procedure: on (B)(6) 2023 date of hospital discharge: on (B)(6) 2023 device used: zta-pt-42-38-173 (e4464445) proximally and zta-pt-38-34-167 (e4457100) distally. Were any non-zta graft(s) or stent(s) implanted during the procedure? No are the study device(s) patent (after graft was completely implanted)? Yes was the left subclavian artery covered by the graft fabric? No type of taa: fusiform pre-procedure imaging on (B)(6) 2023: proximal and distal neck ¿ parallel intended proximal seal zone: zone 3: first 2cm distal to left subclavian. Intended distal seal zone: zone 5: mid descending aorta to celiac aortic arch type: type iii length from left common carotid (lcc) to most proximal extent of dissection/aneurysm/penetrating aortic ulcer (pau) (mm): 30 length of proximal sealing zone (mm): 30 length of distal sealing zone (mm): 5 maximum diseased aortic diameter: 64 maximum diameter in aortic arch: 36 maximum diameter in descending thoracic aorta: 64 proximal neck: 36mm (maximum)/ 35mm(minimum) distal neck: 32mm (maximum)/ 32mm(minimum) were any significant medical problems or complications developed during study procedure? No were any additional procedure(s) performed during the study procedure? No is there evidence of endoleak(s) at the completion of procedure? No 1-month follow-up visit on 29jan2024: endoleak type 1 is there evidence of device issue(s)? = no was a new secondary intervention performed to treat the endoleak(s)? No staged procedure: thoracic aortic fenestration date of staged procedure: on (B)(6) 2024 (85 days post-procedure).

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: endoleaks type I patient outcome: no secondary intervention was performed to treat the endoleak.